Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarm. Customer's blood glucose level was unknown at the time of the incident. In the morning the customer¿s blood glucose level was 245 mg/dl and the it raised to the 375 mg/dl then it gets down to 314 mg/dl. The customer was assisted with the troubleshooting. The customer was treated with the insulin pump. The insulin pump will not be returned for the analysis.